Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead due to t-wave oversensing. Also, there was a patient alert for the rv and superior vena cava (svc) coils having impedance greater than 200 ohms. Also, when the shocks were delivered the appropriate amount of energy was unable to be delivered. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed there was right ventricular (rv) oversensing. There were 21 episodes of ventricular non-sustained tachycardia less than equal to 210 milliseconds on (B)(6) 2013 and 5 ventricular fibrillation episodes less than equal to 200 milliseconds average v-cycle on (B)(6) 2013. Also the rv and superior vena cava (svc) coil impedances were out of range and high. Patient alert for hvb-hva lead impedance equal to 196 ohms on (B)(6) 2012. Patient alert for svc (hvx) lead impedance greater than 200 ohms on (B)(6) 2012. (B)(4).